Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. Device had corroded motor home switch. Insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the device was exposed to pool water. Customer's blood glucose was unknown. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.